Event description:
: It was reported that the device was missing the on/off knob, audible not working. No patient involvement was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review has been reviewed and deemed unrelated to the current customer reported problem.